Manufacturer narrative:
.

Event description:
It has been reported that following a total knee arthroplasty, the patient was revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: zimmer nexgen cr-flex gender femoral component catalog #: 00-5750-015-01 lot #: 62570685, zimmer nexgen cr pegged tibial plate catalog #: 00-5970-035-02 lot #: 62577184, zimmer nexgen all-poly patella catalog #: 00-5972-065-32 lot #: 62423982, heraeus palacos bone cement catalog #: 00-1113-140-01 lot #: 77094364.

Event description:
It has been reported that following a total knee arthroplasty, the patient was revised due to loosening. Additional information received indicates patient underwent revision of the articular surface due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Complaint was confirmed through review of medical records. Device was not returned so no product evaluation could be conducted. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in patient's medical records indicated the patient was revised due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The information contained within this report does not alter previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to instability secondary to a fall and pcl tear nine months after the initial procedure. The tibial bearing was removed and replaced.